Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced vision that was similar to looking through a "screen" and caused her overall vision to be poor. The lens was exchanged approximately three months after initial implantation. In a follow up, the surgeon reported that he doesn't blame the iol for the reported events and the event resolved with the exchange procedure. There are two medical device reports associated with this event. This report is associated with the right eye.